Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined although there a was report of needle sheath movement. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following: after undergoing an ion endoluminal lung biopsy procedure, the patient returned to the procedure room due to a pneumothorax. It is unknown if the patient required intervention due to the pneumothorax diagnosis. Also, it is unclear if the patient was readmitted to the hospital/unit, or if hospitalization was prolonged due to the event. The cause of the complication is unknown.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the sheath of the 21g flexision biopsy needle allegedly moved. During the first and second biopsies using the needle, there were no reports of movement of the sheath. After the second biopsy using the 21g flexision biopsy needle, the physician switched to a forceps instrument, and performed approximately eight additional biopsies. The physician then switched back to the 21g flexision biopsy needle to perform a third biopsy with this instrument. At that time, the sheath allegedly moved forward about 0.5 cm during the initial needle puncture. It was noted that the sheath did not move after the initial puncture. There was no delay, and the procedure was completed as planned. Approximately 1.5 hours after the procedure was completed, the patient was back in the procedure room with a pneumothorax. It is unknown if the patient required intervention as a result of the pneumothorax. Intuitive surgical, inc. (Isi) made several attempts to contact the physician to obtain additional information. There was no response received from the physician.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the sheath of the 21g flexision biopsy needle allegedly moved. During the first and second biopsies using the needle, there were no reports of movement of the sheath. After the second biopsy using the 21g flexision biopsy needle, the physician switched to a forceps instrument, and performed approximately eight additional biopsies. The physician then switched back to the 21g flexision biopsy needle to perform a third biopsy with this instrument. At that time, the sheath allegedly moved forward about 0.5 cm during the initial needle puncture. It was noted that the sheath did not move after the initial puncture. There was no delay, and the procedure was completed as planned. Approximately 1.5 hours after the procedure was completed, the patient was back in the procedure room with a pneumothorax. It is unknown if the patient required intervention as a result of the pneumothorax. Intuitive surgical, inc. (Isi) made several attempts to contact the physician to obtain additional information. There was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined although there a was report of needle sheath movement. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following: after undergoing an ion endoluminal lung biopsy procedure, the patient returned to the procedure room due to a pneumothorax. It is unknown if the patient required intervention due to the pneumothorax diagnosis. Also, it is unclear if the patient was readmitted to the hospital/unit, or if hospitalization was prolonged due to the event. The cause of the complication is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. Blank because it is unknown if the initial reporter submitted a report to the FDA. Are not applicable.